Event description:
During a follow-up in clinic, a loss of capture was observed on the left ventricular (lv) lead. X-ray imaging was performed and confirmed dislodgement of the lv lead. The lv lead was explanted and replaced. The patient was stable.